Event description:
It was reported that the pump showed a "system error 8" (system error 8 is activated when there is loss of communication between the internal fiberoptix sensore (fos) circuit board and the main central processing unit circuit board. In most instances, it is caused by a hardware problem on the fos circuit board). The pump was exchanged off pt. Action taken: could not reproduce symptom. Replaced fiber optic board and fos connector system functional.